Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).

Event description:
A tech reported that a pt had an unexpected refractive outcome in his right eye following lasik surgery. Add'l info has been requested.